Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported that a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013-08642) and an obtryx transobturator mid-urethral sling system (MFR report #3005099803-2013-07872) were implanted into the patient on (B)(6) 2008. According to the complainant, after implantation of the products, the patient experienced serious bodily injuries, including, but not limited to, pelvic pain, infection, urinary problems, and other injuries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.